Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the joint portion of the instrument was fractured.

Manufacturer narrative:
The report will be amended when our investigation is complete.

Manufacturer narrative:
The instructions for use included with the reamer states "do not subject instruments to high loads and/ or impact as breakage can occur." As returned the reamer was found to have one of two tabs fractured. The reamer also exhibits wear and scratches indicative of its use in the field. The reamer was dimensionally inspected and found to be conforming where measured aside from the previously mentioned fracture. The hardness was also checked and is within specification. Review of the device history records did not find any deviations or anomalies. With the provided information a definitive root cause cannot be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.